Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse reported that when performing autofill calibration after performing software field action, in service diagnostics, the fill went down to 76cc. With the old software, the measurement was 101 mmhg and within specifications. The fse removed and reinstalled the c01 software and adjusted the fill within specifications and the issue was resolved. The iabp passed all calibration, functional and safety tests and was returned to the customer for clinical use. (B)(6).

Event description:
It was reported that when a getinge field service engineer (fse) installed software per software field service action in the cs300 intra-aortic balloon pump (iabp), there was an issue with autofill calibration. There was no patient involvement thus no adverse event reported.